Event description:
The hospital reported that during an endoscopic vein harvesting procedure, four hemopro 2 devices produced excessive smoke during cauterization. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the products in question. Refer to MFR # 2242352-2013-00118, 2242352-2013-00242, and 2242352-2013-00244.

Manufacturer narrative:
Since the devices are not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot numbers are unknown. (B)(4).